Event description:
It was reported that air leak from arctic gel pad (used to control a hypothermic patient). Per follow up information received via email on 19aug2024, the equipment was new before being installed on the patient. It was during use that the teams became aware of a malfunction (leakage). The equipment must not be contaminated by blood and no cytotoxic administered to this child. Per sample evaluation result received on 17oct2024, it was reported that hydrogel was lifted easily from one edge of the arctic gel pad.

Manufacturer narrative:
The reported issue was unconfirmed, as the issue was not duplicated during testing. The root cause of the reported issue could not be determined, as the reported issue was not reproduced during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. The initial reporter phone number that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leak from arctic gel pad (used to control a hypothermic patient). Per follow up information received via email on 19aug2024, the equipment was new before being installed on the patient. It was during use that the teams became aware of a malfunction (leakage). The equipment must not be contaminated by blood and no cytotoxic administered to this child.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.